Event description:
The initial attorney report alleged pain and surgical intervention after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2006, pt underwent repair of right inguinal hernia with kugel patch. Medical records note a non-bard mesh was placed on top of the repair and fascia. Extensive lysis of adhesions was performed. On (B)(6) 2006, office visit: repair is strong. On (B)(6) 2007, ER: abdominal pain. On (B)(6) 2007, pt underwent cystoscopy; mass identified and noted to probably be the mesh. On (B)(6) 2008, pt underwent cystoscopy. The mesh was identified in the right posterior wall to dome of the bladder. No mesh involvement with vaginal cuff. On (B)(6) 2008, pt admitted for erosion of mesh into bladder. On (B)(6) 2008, pt underwent exploratory laparotomy. The mesh was noted to be eroded into the bladder and dissected free from the bladder. Mesh noted to be non-bard that was placed on top of fascia. A partial cystectomy was performed. On (B)(6) 2008, office visit: no issues with wound. On (B)(6) 2008, office visit: continued abdominal pain and constipation.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008-004. Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt has undergone several abdominal surgeries including an appendectomy, hysterectomy and a bilateral oophorectomy. The medical records note that the "mesh" eroded into the bladder; however, a further notation indicates the mesh causing the erosion was the non-bard mesh placed on top of the fascia at the same time the kugel patch was placed. It also appears the mesh remains implanted. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Although a device failure is not identified, without add'l info, no conclusion can be drawn.